Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior interbody fusion l5-s1 with posterolateral instrumented fusion l5-s1 with bilateral laminectomy and foraminotomy l5-s1. The disc space was packed with autograft, followed by a peek cage packed with rhbmp-2/acs. Morselized bone graft and bmp sponges were placed bilaterally at l5-s1. At 42 days post-op, the physician's notes state that the patient 'has been doing fairly well,' 'still has back pain,' and 'has no radiating pain, numbness, or weakness in the lower extremities.' At 966 days post-op, the patient presented for follow up. Per the physician's notes, the patient 'returns today with continued complaints of low back pain. He does get occasional radiating right leg pain and numbness.' 'X-rays demonstrate good position of the instrumentation. There is no hardware failure or loosening.' At 1011 days post-op, an MRI was interpreted to indicate 'no evidence of disc protrusion or spinal stenosis. No pathologic enhancement seen.' At 1420 days post-op, the patient presented for follow up. Per the physician's notes, the patient 'returns today with continued complaints of low back pain and occasional right leg pain. He also has occasional numbness in his legs.' X-rays show no hardware failure or loosening. At 1414 days post-op, the patient underwent a revision surgery for hardware removal l5-s1 with exploration of fusion and laminotomy, facetectomy and foraminotomy, l5-s1. There was found to be solid arthrodesis. At 168 days post-op, the patient presented for follow up. Per the physician's notes, the patient 'returns today with continued complaints of low back pain and recent flare-up of leg pain.' At 441 days post-op, a CT scan was interpreted to indicate that 'the l5-s1 disc space now shows moderate narrowing and there are moderate erosive changes of the l5-s1 inferior endplate and moderate sclerosis on both sides of the disc space. The disc space is not fused. There is moderate spondylosis along the posterior surface of the disc space.' 'There is evidence for complete fusion on the right side; the fusion on the left side is incomplete.' Reportedly, at an unknown time post-op, the patient 'began to have serious problems. Some of the problems include pain, mental anguish, and nerve injuries."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp-2/acs was used.